Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was intermittently delayed in responding to presses. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted due to the reported issue.